Manufacturer narrative:
This product has been deemed non-reportable. The device was reported to have external damage with no impact to the device function. Per additional information from the customer on, rescue tape was applied to the bend relief to simply reduce wear at that location. The damage did not result in a controller exchange. The controller was noted to be working within normal limits. The wear on the power cable did not result in any alarms. The patient did not experience a device related serious injury or death. The results of the investigation are included as an initial report has already been sent. Manufacturer investigation conclusion: the reported event of a damaged strain relief was confirmed. The heartmate ii system controller was not returned for analysis; however, an image was submitted. The submitted image revealed damage to the connector¿s strain relief of the white power cable. Additional information provided on 12jan2021 stated that the bend relief on the controller was worn but not open. Rescue tape was applied to the strain relief to aide in the reduction of wear at the location. A root cause for the reported damage was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to a serial number not being provided for the heartmate ii system controller. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date was not provided and has been estimated. Serial number was requested but has not yet been provided. The investigation results will be provided in the final report.

Event description:
It was reported that the system controller's white lead was worn and was repaired with tape while the patient was admitted.